Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricle lead exhibited failure to capture. Also, the lead's helix had difficulty extending and retracting, and the helix jumped rapidly at times. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to retract helix, failure to extend helix, unspecified helix rotation issues and failure to capture. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.